Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting during the execution of the ¿rewind function¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/03/2015. Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/16/2015 with the following findings: several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The piston rod failed to retract during an attempt to perform the rewind function: the reported issue was duplicated. A cs-064 'call service alarm' occurred during the load step. The pump case was removed, and the motor was taken out of the pump and tested with an external power supply; the motor did not move. The reported issue was directly caused by an internal motor failure.